Event description:
It was reported that during a previous office visit the device longevity was estimated to be 3 years. The patient was seen 4 months later and the device could not be interrogated and the electrocardiogram (ECG) showed pauses. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.